Event description:
It was reported that the external pulse generator (epg) displayed a self-test failure error message. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment of a self-test failure code, however the keyboard was replaced as a preventative measure. Analysis did find the lower case and one side bail cover broken, the battery release, ring cover and one side bail cover were contaminated, the battery contacts were compressed, the lead flex cover was corroded and that it needed a battery drawer o-ring.

Event description:
It was reported that the external pulse generator (epg) displayed a self-test failure error message. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).